Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that the patient had a back surgery eight years prior to (B)(6) 2016 and she used a bone growth stimulator which rapidly depleted her non-rechargeable ins battery leading to an ins replacement. Refer to manufacturer report #6000032-2016-00053 and #3004209178-2016-08573 for the reports involving the patient's other two neurostimulators that reportedly depleted rapidly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.